Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after the peritonitis diagnosis, the patient was hospitalized for the event. On an unknown date, the patient was treated with injection vancomycin (1gm, every 5th day, intraperitoneal, discontinued) and injection ceftazidime (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was recovered from the peritonitis; however, the patient remains hospitalized due to other indication. Pd therapy was ongoing. No additional information was available.